Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient was admitted to the medical intensive care unit (micu) for respiratory distress. The hcp noted redness and pus at the trial lead site. The symptoms were noted in the emergency department (ed). The patient experienced the respiratory distress and was then admitted. The trial site was then noted and cultured after the examination. The leads were then pulled in the micu and sent for culture. They were intact. The issue was resolved at the time of this report. Further information was going to be available on 2015-dec-01. The patient was alive with no injury and no surgical intervention was required. Additional information received from the rep in response to follow-up reported that the culture result was staph and the patient was doing well post debridement of epidural abscess. No further follow-up was required.